Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 420 mg/dl. Customer stated they forgot to change the battery, insulin pump had the alarms to change the battery. Troubleshooting was performed. Customer was not reporting any symptoms related high blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose event. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.